Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented 1-week post implant experiencing a fever and some dizzy spells. The physician did not believe that the fever was necessarily device related. Upon review, the patient¿s atrial lead exhibited high capture thresholds. On (B)(6) 2018 the lead was repositioned. The patient was stable throughout.